Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The interior retention rings are fractured rendering the device inoperable. The device was manufactured in 2017 and shows signs of extensive use. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that during tka surgery it was noticed that the journey flex ext block std would not hold spacer trials in. Noticed white rings were worn out. No delay. No injuries. A s&n back up was available. Results of investigation have concluded that the interior retention rings are actually fractured, rendering the device inoperable.